Event description:
The physician reported the lens was removed and replaced without complication due to the patient's intolerance of halos and glare. The iol was replaced with a monofocal lens.

Manufacturer narrative:
A piece of the lens optic with one haptic attached was received and visually inspected, no optical deviations could be found. A review of the batch records showed no optical deviations and no additional complaints from this lot were received. Halos and glare are a known and labeled possible side effect of multifocal lens implantation.